Manufacturer narrative:
Concomitant medical products: model etlw1620c124e stent graft, implanted on (B)(6) 2016. Model etlw1620c124e stent graft, implanted on (B)(6) 2016. Model esbf2314c103e stent graft, implanted on (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.